Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the investigation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the instrument had a wire protruding from the end of the instrument. There was no allegation that any fragment(s) from the instrument fell into a patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.